Manufacturer narrative:
G4: 04sep2020, b4: 08sep2020 . The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer confirmed that the device delivers o2 during normal operation, but when pressing the 100% button during testing, the unit does not respond. The rse advised the customer the problem was suspected to be the power overlay. The part identification information was provided to the customer to order a replacement overlay. A good faith effort was made, and the customer responded on 04-sep-2020 that the overlay was received, replaced, and resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
It was reported to philips by the customer (biomed) that when pressing 100% o2 button while performing the extended self test (est), the button is not working. The device was not being used on a patient at the time of the event and there was no delay in therapy. The issue was noted during testing of the device. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer confirmed that the device delivers o2 during normal operation, but when pressing 100% button during testing, the unit does not respond. The rse advised the customer the problem was suspected to be the power overlay. The part identification information was provided to the customer to order a replacement overlay.